Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8781, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative regarding a patient who was receiving morphine 2.0 mg/ml; 0.1 mg per day via an implantable pump. Indication for use was non-malignant pain. The date of the event was unknown. It was reported the patient was no longer receiving effects of the drug. The catheter was aspirated during a pump refill and it was clear a blockage had occurred. The patient was no longer getting the drug. The catheter aspiration failed. The pump refill showed nearly the entire drug volume was still in pump. Surgery was performed on (B)(6) 2018. A revision was done, and it was determined the pump had flipped numerous times causing the catheter to be blocked. Upon unraveling the catheter, it was still too twirled up to allow for fluid. The pump segment of the catheter was removed and replaced to regain flow. The explanted catheter was discarded. No environmental/external/patient factors may have led or contributed to the issue. The issue was resolved. Patient status was alive with no injury. Patient weight and medical history were asked but unknown. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via a manufacturer representative. The patient was no longer experiencing their typical pain relief and the reservoir was not empty upon time of refill.